Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 20mg/ml at 10mg/day, bupivacaine 14mg/ml at 7mg/day and compounded baclofen 400mcg/ml at 200mcg/day via an implantable pump. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. The healthcare provider reported an empty pump. Per the healthcare provider they had taken over management of the patient¿s pump and was confirming both low reservoir occurred (B)(6) 2017 and empty reservoir occurred on (B)(6) 2017. The eri (elective replacement indicator) was 31 months. The healthcare provider was inquiring of the pump should be replaced or not. The healthcare provider stated she was thinking she may fill the pump with dilaudid/hydromorphone instead of the previous drug cocktail. No patient symptoms were and not further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 8709, (B)(4), implanted: (B)(6)2006, product type: catheter, product ID: 8578, (B)(4), implanted: (B)(6)2013, product type: catheter . Patient code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician on (B)(6)2017 who reported that the empty pump was caused by a missed refill. The patient¿s old hcp (healthcare professional) retired and the patient was discharged from the old hcp's practice before the pump could be refilled, so the pump went empty. The patient was then referred to her care by the patient's primary physician and she took over management of the patient's pump. The physician confirmed that the empty pump alarm was occurring when she first saw the patient and that it had been alarming for a while. She stated that the patient went through withdrawal when the pump went empty and was given oral medications by her primary physician. The physician confirmed she refilled the pump and set the pump rate to a low dose of 0.5 mg/day. Imaging was also performed and they found that the catheter was broken. To resolve the broken catheter, she referred the patient to a neurologist for a revision. She did not know the cause of the broken catheter and did not know whether the catheter would be returned for analysis after the revision. She confirmed that the pump itself was working and the patient was to continue to follow-up with her. She did not know the patient's weight at the time of the event, but noted that the patient had a lap-band procedure and had lost a lot of weight. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6) who reported that the type of imaging performed by the primary care physician was x-rays (date not specified). The patient was waiting for a catheter revision. No additional information was provided and no further complications have been reported as a result of this event.